Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the active blade sheared off in the pt. Could not locate the sheared off portion of the blade. Pulled another device to complete the procedure. The pt is currently in recovery.